Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported intermittent failure. Physio replaced the system pcb assembly and after functional and performance testing, proper device operation was observed. The device was then returned to the customer for use.

Event description:
The customer reported that their device was only intermittently booting up properly. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and observed that after removing the single board computer (sbc) card and reinstalling, proper device operation was observed. There was no visible connector issue observed.